Event description:
No additional event information to report at this time.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the head of the screw broke off while being inserted into the acetabular cup during a hip procedure; remaining part of the threaded screw remains in the patient. Attempts have been made and additional information on the reported event is unavailable at this time.